Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse admin reported a intraocular lens (iol) was exchanged due to blurry vision, halos and difficulty with night driving. Additional info has been requested.